Manufacturer narrative:
An event regarding aspiration of blood due to hemarthrosis involving a triathlon partial insert was reported. The event was confirmed based on clinician review of the medical records provided. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: a bleeding complication occurred early after arthroplasty, unrelated to any implanted device, requiring multiple aspirations and certainly in part contributing to the chronic effusions in the knee ultimately requiring both mua for arthrofibrosis after 2-months and synovectomy plus debridement of the knee after 6-months. Finally should patient obesity with a bmi of 38 be considered a secondary factor to increase overload conditions from other causes such as discussed. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: a bleeding complication occurred early after arthroplasty, unrelated to any implanted device, requiring multiple aspirations and certainly in part contributing to the chronic effusions in the knee ultimately requiring both mua for arthrofibrosis after 2-months and synovectomy plus debridement of the knee after 6-months. Finally should patient obesity with a bmi of 38 be considered a secondary factor to increase overload conditions from other causes such as discussed. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the aspiration of the patient's right knee on (B)(6) 2017. In performing a medical review for the revision of the patient's right knee on (B)(6) 2017, the following findings were reported. On (B)(6) 2017: ¿problems starting early after surgery,¿ residual hemarthrosis, aspiration 3 times, 50-ml blood reportedly removed. On (B)(6) 2017: manipulation under anesthesia on (B)(6) 2017: pain, catching on lateral side of knee, drainage performed (25-ml), no infection. On (B)(6) 2017: persistent pain with recurrent effusions. 30-ml drained, no infection.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: triathlon pkr baseplate #3 rm/ll; cat# 5620-b-302; lot# wssra. Triathlon pkr femur #4 rm/ll; cat# 5610-f-402; lot# wbwa. Triathlon asym patella a35x10; cat# 5551l350; lot# lfh094. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
This pi is for the aspiration of the patient's right knee on (B)(6) 2017. In performing a medical review for the revision of the patient's right knee on (B)(6) 2017, the following findings were reported. On (B)(6) 2017: ¿problems starting early after surgery,¿ residual hemarthrosis, aspiration 3 times, 50-ml blood reportedly removed. On (B)(6) 2017: manipulation under anesthesia. On (B)(6) 2017: pain, catching on lateral side of knee, drainage performed (25-ml), no infection. On (B)(6) 2017: persistent pain with recurrent effusions. 30-ml drained, no infection.